Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 25-oct-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Shortly after undergoing the essure procedure, a hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, pain during intercourse, and excessive hair loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. In or around (B)(6) 2014, plaintiff underwent a partial hysterectomy to remove her essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had increasingly severe pain (interpreted as pelvic pain) after essure (fallopian tube occlusion insert) insertion. Approximately 3 years later, she underwent a partial hysterectomy to remove her essure coils. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she has had a thermachoice endometrial ablation with the essure tubal sterilization". The patient's medical history included pelvic pain female, metrorrhagia, dysmenorrhea, vaginal bleeding, fibroma, borderline hypertension, pelvic adhesions and ovarian mass. Previously administered products included for an unreported indication: aspirin, lisinopril and anaprox. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pelvic discomfort, abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding") and alopecia ("excessive hair loss"). The patient was treated with surgery (vaginal hysterectomy, with right salpingectomy, repaired a cystotomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2014 (as per mr). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received: event 'endometrial ablation performed concomitantly with the essure micro-insert implantation nos', patient's aka name, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she has had a thermachoice endometrial ablation with the essure tubal sterilization". The patient's medical history included pelvic pain female, metrorrhagia, dysmenorrhea, vaginal bleeding, fibroma, borderline hypertension, pelvic adhesions and ovarian mass. Previously administered products included for an unreported indication: aspirin, lisinopril and anaprox. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pelvic discomfort, abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding") and alopecia ("excessive hair loss"). The patient was treated with surgery (vaginal hysterectomy, with right salpingectomy, repaired a cystotomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of removal 21 may 2014(as per mr). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she has had a thermachoice endometrial ablation with the essure tubal sterilization". The patient's medical history included pelvic pain female, metrorrhagia, dysmenorrhea, vaginal bleeding, fibroma, borderline hypertension, pelvic adhesions and ovarian mass. Previously administered products included for an unreported indication: aspirin, lisinopril and anaprox. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pelvic discomfort, abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), heavy menstrual bleeding ("heavy menstrual bleeding") and alopecia ("excessive hair loss"). The patient was treated with surgery (vaginal hysterectomy, with right salpingectomy, repaired a cystotomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, heavy menstrual bleeding and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2014 (as per mr). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-may-2021: ticking of final repot box on EU/ca device tab. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 07-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had increasingly severe pain (interpreted as pelvic pain) after essure (fallopian tube occlusion insert) insertion. Approximately 3 years later, she underwent a partial hysterectomy to remove her essure coils. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.